Event description:
Customer tested blood glucose at noon and received a result over 300mg/dl. The customer took 8 units of humalog. 1/2 hour later the customer fainted. Paramedics were called and the customer was taken to the emergency room. The customer was admitted, they are unsure if readings were taken or if they received any treatment. The customer has been taken off of insulin and put on oral medication. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.